Event description:
Massive air embolism secondary to device failure. Unit alarmed for air bubble presence and to shut off alarm the system was turned off. When the system is turned off, the air detector clamp opens as a default condition. Fluid circuit was pressurized at this time creating the conditions for the embolism.